Manufacturer narrative:
Complaint confirmed. A quantity of four broken cancellous screws were received for investigation. Three out of the four returned screws were broken three to four threads from the head. The fourth screw was found to be missing both the head and the distal-most threads. As such, the four returned screws were not able to be identified by specific part numbers, as the critical dimension to distinguish (screw length) was not maintained post-operatively. Material analysis concluded that each of the four returned screws met all as-received specifications. The most likely cause remains undetermined, although it was noted that the method of bone preparation and the bone quality encountered were not recorded.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that contourlock screws broke inside of the patient. A plate was removed but on two screws out of five, the distal end broke off and remains inside of the patient. At the moment, only two images have been made available, no further information has been made available. Further questions being asked. Update 22-jul-2020: 3 proximal screws broke at proximately 1 cm away from the screw head, see photo attached. The surgeon could remove 1 screw end. The other 2 screws were difficult to remove because larger holes will weaken the tibia plateau. The broken instrument visible on the image on the table was some kind of a coring reamer/ removal tool but is not an arthrex device. Part, lot numbers, post op x-rays and date of initial surgery was requested as well from the sales rep to the surgeon. Update 05-aug-2020: information received that the following screws are defect and will be returned: ar-13280-50 / lot:10198579. Ar-13280-55 / lot:10184902. Ar-13280-55 / lot: 10208687. No more information nor x-rays are available from the hospital.